Event description:
A customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After reseating the cables, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.